Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'door sensor doesn't detect open or close' which was not reproduced during evaluation. The cause was determined to be a stuck upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a door sensor that did not detect an open door. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.